Event description:
A patient reported having a crooked tooth and a tooth that felt very loose. The patient stated that "there seems to be no progress with that one crooked tooth. I don't think it has any room to move, and I'm wondering if I should just leave it as is. Is there anything that can be done about the gaps between my bottom teeth?" The patient also spoke with their dentist. She stated she does not need to see the patient again, and that instead they would need to see an orthodontist to grind or file the teeth to create space to allow the teeth to continue moving, as the current position will not allow movement. The patient said that they are not interested in having their teeth filed and would like to conclude their treatment here.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.